Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a magnum cup, catalog #: us157850, lot #: 011000. M2a magnum head, catalog #: 157444, lot #: 368540. Echo femoral, catalog #: 192412, lot #: 262570. Reported event was confirmed by review of revision operative notes received. Device history record (DHR) was reviewed with no deviations identified. A root cause could not be determined with the information provided. Multiple MDR reports were filed; please see associated reports: 0001822565-2018-06557, 0001825034-2018-08306. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that a patient underwent a revision surgery approximately 8 years post implantation due to pain and elevated ion levels. Further, there was malpositioning and bone loss.